Manufacturer narrative:
Dragerwerk ag, lubeck has intensively investigated the relevant component. The event was not reproducible and the audible alarm was always performed with adequate and usual volume. The device and its component worked like specified and no similar event is documented in dragerwerks complaint-file. Therefore no further actions are necessary.

Event description:
Device stopped running and generated an audible alarm with too low volume.